Manufacturer narrative:
The device has been in use over 5 years since manufacturing, and that long-term repeated use of the device resulted in aging deterioration of parts on the substrate and failure of the patient substrate set (ap and dr substrates). The video connection became loose and the contact of the electric contact became unstable for the following reasons: five years or more have passed since the device was manufactured, and the lock of the video connector receiver was worn out and broke down due to repeated use for a long time. When the user tried to pull out the video connector without lowering the unlocking lever, the scope connector lock failed. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following instructions for attaching and removing video connectors are included in the instructions for use: push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the when an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image when tested with olympus series 180 scopes. In addition, a worn lock latch mechanism on the video connector was found, causing loss of image when manipulating (i.e., wiggle) the pigtail.

Event description:
A user facility reported to olympus that, when attempting to white balance scopes on the cv-190, there was no scope image and an e311 or e931 "white balance failed" error occurred. The problem, as reported to olympus, occurred during preparation for use. It was reported that a patient was asleep awaiting for the procedure, however, the procedure was postponed. The reporter confirmed that no patient injury or harm, associated with the problem, occurred.